Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-01199. Follow up information identified the patient experienced pain with the ipg movement in the ipg pocket prior to the revision on (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-01199. It was reported the patient experienced migration of the ipg inside the ipg pocket. To address the issue, the physician opted to add a suture to the ipg pocket on (B)(6) 2020. During the revision, it was noted that the patient¿s lead had a small amount of migration. A previous x-ray was re-investigated and it was discovered the lead had migrated from the original position. The physician opted to explant and replace the lead during the revision, which addressed the issue.